Event description:
The iab was inserted into the patient on 1/16/1998. On 1/20/1998 the iab leaked. Blood was noted in the catheter. (Event complications: none from the event-reported 1/26/1998.) (Pt's current status: unk-rpt'd 1/26/1998.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.